Manufacturer narrative:
Philips investigated this complaint: system log files were analyzed on site and it was found that the host pc had a communication problem that caused the system going down. The host pc was troubleshooted and it was confirmed that there was a communication error with the memory card (dimm) 2, resulting in the system not rebooting. The dimm and main board peripheral component interconnect slots were cleaned and the dimm was reseated (card removed and re-inserted in a different dimm slot). This solved the issue. The host pc was replaced, so that it could be analyzed by philips best. The analysis of the host pc confirmed that it was working correctly and the actions taken on site had resolved the failure. Based on trending analysis no exceptional replacement rate for the host pc has been identified. No additional actions will be taken by philips.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that the system failed during an emergency procedure on a patient with a cardiac arrest. The patient had arrived at the emergency room of the hospital with a cardiac arrest and was treated with CPR and emergency measures. The patient was then moved to the cathlab room, where she had repeated cardiac arrests for which CPR and emergency measures were applied. When the angiography was started the system hung up and had to be rebooted. The reboot did not work. The patient was moved to another room where the angiography was completed and a stent was placed. The patient was then transferred to the intensive care unit where she died. According to the customer, if the system had not malfunctioned, it would have been possible to treat the patient more quickly. Philips has started an investigation for this complaint.

Manufacturer narrative:
The investigation initiated by philips to determine the cause of the reported issue is ongoing. Log files are being analyzed. A new host pc was installed at the site and the system is in good working order. The replaced host pc has been shipped to philips in best ((B)(6)) for investigation. The host pc has not yet been received. Philips will provide additional information on the outcome of the investigation as soon as available.